Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the mesh comb is bent at one end. Event occurred before surgery and there was no patient harm or surgical delay. An alternate device was used to complete the surgery no adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On june 12, 2018, it was reported that the mesh comb is bent at one end. The customer returned a skin graft mesher device, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was june 25, 2015 where it was reported that the device was not working and the roller, worn bushings, worn side plates, damaged comb, gears, handle, hinge, shoulders, and shoulder bolts were replaced. This is not a related issue. Product review of the skin graft mesher on july 21, 2018 revealed that the pretest could not be performed due to the bent comb. The roller, side plates, and gear had visible damage. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on july 21, 2018 which included replacement of the roller, worn bushings, worn side plates, damaged comb, and roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the pretest could not be performed due to the bent comb. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the pretest could not be performed due to the bent comb. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.